Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak issue occurred. The qdot catheter and octaray catheter were used in a carto vizigo¿ 8.5f bi-directional guiding sheath - small. When the pvi procedure was completed (second half of the procedure), reverse blood was observed from the hemostatic valve. Since it was a small amount of backflow, the physician determined that the procedure could be continued. Post mapping after pvi was performed with caution, and the procedure was completed without replacing the sheath, etc., there was no impact on the patient. The physician commented that he/she did not feel anything unusual when using the sheath or when passing the hemostatic valve. Additional information was received. No valve malfunction observed. The hemostatic valve did not dislodge inside nor outside of the sheath. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. The approximate volume of blood loss was a few drops, but the exact amount was unknown.

Manufacturer narrative:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. When the pvi procedure was completed (second half of the procedure), reverse blood was observed from the hemostatic valve. Since it was a small amount of backflow, the physician determined that the procedure could be continued. Post mapping after pvi was performed with caution, and the procedure was completed without replacing the sheath, etc., there was no impact on the patient. The device evaluation was completed on 30-apr-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis and microscopic examination revealed that the hemostatic valve was broken in the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leak issue reported by the customer was confirmed since the leak could be related to the broken valve. The potential cause of the broken valve could be related to the incorrect insertion of the dilator into the sheath, physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).